Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 1997. Subsequently, patient was revised on (B)(6), 2011, due to poly wear. The tibial bearing was removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. The lot identification necessary to review manufacturing history was not provided. There are warnings in the package insert that state that this type of event can occur: under late postoperative complications, number four states, "wear or deformation of the articular surfaces may occur as a result of excessive loading".